Manufacturer narrative:
The distributor provided remote support to the customer for the issue they were experiencing with their device. The customer was recommended to replace the sensor interface board (sib) to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported an error found during pre-use checkout indicating a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.